Event description:
Had morpheus microneedling and the next day my face swelled was red in patches. I called the medspa where it was done and they said that I had an allergic reaction to either the numbing cream or the mask/aftercare and that it was not from the laser. But I believe it was and a week later and I still have redness and puncture/needle marks on my face.